Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's death.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
On (B)(6) 2016, during a routine effectiveness check of a patient on home hemodialysis (hd) treatments, the home hd nurse reported that the patient expired more than a year ago. The nurse indicated that the patient had been transferred to a skilled nursing home, and was receiving in-center hd treatments at the time of her passing. The nurse further revealed that the patient was very sick, and therefore, does not believe that any fresenius products used during the hd therapies contributed to the patient's death. However, the nurse was not able to provide any specific details related to the patient's death or the series of events leading up to the patient's passing. The clinic associated with the patient's home treatments was contacted to gather further information related to the exact circumstances surrounding the patient's death. The clinic manager (cm) stated that the patient had a history of heart issues, and that she had a mucus plug which contributed to these heart issues. The cm further revealed that the patient had transferred to another fresenius clinic which was contacted for additional information. That clinic revealed that the patient had only a treatment or two prior to transferring to yet another treatment facility. Attempts to gather additional information from the final treatment facility the patient was undergoing hd treatments at have been unsuccessful to date.